Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to diabetes ketoacidosis. The blood glucose is 130 mg/dl. The blood glucose reading at the time of the event was 200 mg/dl. Customer felt sick and vomited. Hospital treated the high blood glucose with insulin drip. Nothing further reported.